Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the advantage system was unavailable for use due to no power. Customer woke up on the floor with extreme pains in the neck and back. Customer does not know what happened. Customer thinks he took too much insulin. Customer called 911. Meter did not turn on. The ambulance came and tested customer with their meter and obtained 41 mg/dl and gave customer some pepsi. Customer was not able to self treat. Customer was in the hospital for 4-5 days and went to the rehab for 21 days. The meter is not available for return. Replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.